Manufacturer narrative:
On 3/7/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted on 03/29/2018, new information received that on (B)(6) 2018 the patient underwent bilateral removal and replacement as follow: left: catalog number 3502325, lot number 750665, and serial number (B)(4). Right: catalog number 3502325, lot number 7500401, and serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant product; left breast implant saline mentor smooth round moderate profile 225cc, lot number 136544, catalog number 3501630 manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent a primary breast augmentation with mentor smooth round moderate profile 225cc saline breast implants which right side deflated after implantation. The issue was diagnosed during the physical examination. As a result, the patient had the device explanted on (B)(6) 2018.

Manufacturer narrative:
On 4/10/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Upon receipt by mentor, the device returned without fluid. White material was observed within the device. No foreign material was observed on the shell surface. Product evaluation team discovered a rent measuring approximately 0.1 cm within a crease located at the edge of the posterior aspect. Several creases were observed also on both views of the device. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the white material found on the device. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).